Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone tissue presented all around the implant. Pre-existing patient condition noted on the per was poor bone density ¿ type iii and asthma. The reported device was being placed on tooth # 20 (universal) when the incident occurred. The reported event could not be recreated due to the nature of the dental device and event (fracture). Review of appropriate documentation: documents reviewed: IFU 4869 rev 9-10/19; breakage; page 2 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number 63124302. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63124302) for similar event and no other complaint was identified. Post market trend review: monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvtb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Sections updated: b4: date of this report g4: date additional information was received by manufacturer. G7: type of report and number of follow up. H2: follow up type. H3: device evaluated. H6: evaluation codes updated. H10: manufacturer's narrative has been updated. Sections corrected: d4: expiration date

Event description:
There is no update the original description that was provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant fractured requiring implant removal. Patient will return for a new implant. Tooth # 20.